Event description:
A distributor reported that a customer's pump screen was broken, rendering it unreadable and unresponsive. There was no available information regarding the impact on the customer's blood glucose level. The pump was set to be returned for further examination, and a replacement pump was issued to ensure uninterrupted insulin delivery. No additional information was received regarding the outcome of the event.